Event description:
Customer states serum is turning the entire specimen into a mass of the gel barrier. Quest provided the centrifuge; tubes are inverted 5-10 times; specimens are allowed to clot 30-45 minutes. (B)(6) 2024 update: the customer also provided the following additional information: "after the first one appeared like that, I did an sample, we had 4 different trays of ssts and I numbered them 1-4 and drew samples from each lot for 4 different patients.all 4 patients had the fibrin clotting problem from lot 4, while the ssts from the other 3 lots were good for all 4 pts, all tubes were treated the same and sat for the same amount of time before being centrifuged....additionally, patient 1 was on warfarin, patient 2 was on eliquis, patient 3 and patient 4 were not on any anticoagulant nor are they on asa."

Manufacturer narrative:
Complaint (B)(4). The complaint is related to complaint (B)(4). The investigation of returned samples confirmed that some tubes show inconsistent additive spray. The root cause investigation is still ongoing. A supplemental report will be filed as soon as the investigation is completed.

Manufacturer narrative:
Complaint (B)(4). Received 1pc 455071p/b24013mv for evaluation. Received customer pictures. We have no further inventory of the material/batch. According to our investigation, the alleged malfunction is justified - see recall 24-150. Corrected and additional data: h6: investigation findings, investigation conclusion; h11: manufacturer narrative.